Manufacturer narrative:
Reporter institution phone number: (B)(6). Reporter phone number: (B)(6). The customer contacted the customer care solution center (ccsc). The customer requested that a philips field service engineer (fse) was dispatched to the customer site.philips field service engineer (fse) provided information that there was no malfunction of the device, and customer already knew that the spo2 noise signal could be measured even in a patient who was expired. The device remains at customer site. There was no malfunction of the device. No further evaluation is required at this time, and no subsequent calls have been logged for this device/issue. As there is minimal health risk associated with this event, no further investigation or action is warranted at this time.

Event description:
It was reported to philips that spo2 signal detected after patient expiring. The device was in use at time o event, the patient expired.